Event description:
(B)(4) sent notification of a customer generated medwatch form to corporate product surveillance. It was reported that the digital readout lead the anesthesiologist to believe that the patient was receiving the intended amount of anesthesia medication but the patient's clinical status was not congruent with the amount of medication being given. The first indication of the failure was the patient becoming light under this general anesthesia. Medical doctor made the decision to take the patient off the pump and manually administer the medications to be certain that the patient was receiving the intended/ordered amount. This condition occurred in the operating room. No additional information is available at this time.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).